Event description:
The customer reported the system failed to produce fluoroscopy x-ray. There are no report of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The lemo pin connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.